Event description:
On (B)(6) 2015 physician encountered difficulties in bringing the delivery tip to the target region. Gw was inserted without a problem, but not niti-s delivery system. Physician decided to end this procedure without implanting a stent and do it over again the next day (B)(6) 2015 physician admitted a perforation by CT scan. Perforated area was where physician could not insert delivery tip a day before. According to the physician, the case of perforation is most likely attributed to either gw or scope (air). Because this patient also suffered from peritoneal dissemination and heart failure, he/she did not prefer a surgery to be performed. This patient died the week of (B)(6) 2015.

Manufacturer narrative:
We manage all of potential complications regarding use of stent based on clinical evaluation report. In the case of perforation, it was found by clinical evaluation, and the risk of this complication is controlled by risk management report. It was confirmed by reviewing history record of the device that there was nothing significant, that it was manufactured normally. We are monitoring such complications continuously.